Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the device shuts down when running on battery power. There was reportedly no patient involvement. Based on the information available and the testing conducted by the bench, it was confirmed that the battery would not calibrate. The bench repair technician replaced the battery and the device passed all performance assurance tests. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device shuts down when running on battery. There was no reported patient impact or injury.